Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. A CAPA has been initiated to address this issue. From the complaint description, the most probable root cause for the reported complaint is due to a design constraint of the product.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous left anterior descending (lad) artery. The physician attempted to place the 2.75x8 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the stent edge was lifted up. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".